Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.